Event description:
Additional information received reported that the lead was tested via the pacing system analyzer (psa) during the revision procedure and the high impedance measurements were reproduced. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead exhibited impedance measurements of greater than 2500 ohms, and had been programmed off. A surgical revision was performed and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.